Manufacturer narrative:
Other, other text: b3: date of event: updated with additional information received. B5: describe event or problem: updated with additional information received. D10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: a sample has been received by manufacturing and investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information was received by the manufacturer on 25-oct-2022 via email and attached to the complaint object: device was not in use with a patient at the time of the event, no patient harm and the issue is ongoing. Event date is updated.

Manufacturer narrative:
Device evaluation: tamper seals broken on bottom case and plunger assembly. Good condition with no appearance of any physical damaged. No error which related to customer reported problem was found in ehl. Unable to calibrate the force sensor at high standard (10 lbs.). Incorrect assembly by customer during the replacement of force sensor (screw was not tightened). Reassembled the force sensor assembly. Performed pm maintenance and all functional testing. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Corrected data: follow up type that was in the previous report is corrected to "device evaluation.

Event description:
It was reported that the pumps force sensor is failing and the replacement force sensor is also failing. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.